Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient stated on stryker active facebook page " I had a revision surgery for a total right knee replacement in (B)(6) 2016, once again the right knee has become unstable and needs another revision."